Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone of a reservoir leak. The customer's blood glucose level was unknown. The customer stated that she received a no delivery alarm when she changed her infusion set. The customer stated that the reservoir leaked out 70 units because one of the black bands was not where it was supposed to be. The customer stated that she had problems with the last 3 infusion sets that did not stick. The customer was advised to disconnect from the pump. The customer was advised to try a new reservoir set.